Event description:
It is alleged that during a procedure, the pt's lip was cut which resulted in stitches.

Manufacturer narrative:
The device in question was not returned by the customer. Therefore, an eval was not able to be completed by the MFR.